Event description:
It was reported that the patient with this device system passed away. During the post mortem interrogation, two separate fault codes were exhibited. Both codes were related to an open circuit condition. Upon further investigation it was found the patients last clinic visit yielded no outstanding changes in the device and measurements were within normal limits. The device and a lead segment have been recovered for returned product analysis. The family has requested a response to why this device system failed to deliver therapy. The device was later received for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was successfully interrogated with a programmer, and a full memory download was conducted. Review of the device memory confirmed there were two error codes recorded: code 1004, which indicates a short circuit condition was detected during shock delivery and code 1007, which indicates the capacitor charge time exceeded the 45 second limit- also known as a charge time-out. Code 1004 is generated when a device detects an electrical short circuit condition in the shock delivery pathway. When the device subsequently attempted to deliver another shock, code 1007 was triggered because the capacitors were unable to charge, indicating that the device sustained internal damage due to a short circuit condition between the rv lead and ICD. Visual inspection of the device exterior noted a dent in the bottom of the casing, but no other anomalies were observed. The seal plug was intact, and the setscrew moved freely. A manual capacitor reformation was performed, and the charge time was longer than 45 seconds. An x-ray of the device confirmed that both the high voltage plasma fuse and flex strip were damaged. This type of damage is observed when a shorted lead condition occurs during shock delivery. This report is being submitted to correct the date of death and to provide additional data analysis findings: the device diagnostic data review and physical testing of the returned ICD indicate that a shorted lead condition occurred when this patient was experiencing an arrhythmia. Detailed review of the devices memory data revealed 17 episodes were recorded on the date of death; 8 of those episodes had stored electrograms for review, so as to confirm our findings. Prior to the therapy delivered on the date of death, two tachycardia episodes were logged in the device history. These episodes were approximately three years earlier and in both episodes, the arrhythmia was appropriately detected and converted with one 41 joule shock; the shock impedance measurements were in normal range at 56 and 61 ohms, respectively. The recorded daily lead measurements over the past year were evaluated and no out-of-range measurements were noted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was successfully interrogated with a programmer, and a full memory download was conducted. Review of the device memory confirmed there were two error codes recorded: code 1004, which indicates a short circuit condition was detected during shock delivery and code 1007, which indicates the capacitor charge time exceeded the 45 second limit- also known as a charge time-out. Code 1004 is generated when a device detects an electrical short circuit condition in the shock delivery pathway. When the device subsequently attempted to deliver another shock, code 1007 was triggered because the capacitors were unable to charge, indicating that the device sustained internal damage due to a short circuit condition between the rv lead and ICD. Visual inspection of the device exterior noted a dent in the bottom of the casing, but no other anomalies were observed. The seal plug was intact, and the setscrew moved freely. A manual capacitor reformation was performed, and the charge time was longer than 45 seconds. An x-ray of the device confirmed that both the high voltage plasma fuse and flex strip were damaged. This type of damage is observed when a shorted lead condition occurs during shock delivery.

Event description:
It was reported that the patient with this device system passed away. During the post mortem interrogation, two separate fault codes were exhibited. Both codes were related to an open circuit condition. Upon further investigation it was found the patients last clinic visit yielded no outstanding changes in the device and measurements were within normal limits. The device and a lead segment have been recovered for returned product analysis. The family has requested a response to why this device system failed to deliver therapy. The device was later received for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further update.

Event description:
It was reported that the patient with this device system passed away. During the post mortem interrogation, two separate fault codes were exhibited. Both codes were related to an open circuit condition. Upon further investigation it was found the patients last clinic visit yielded no outstanding changes in the device and measurements were within normal limits. The device and a lead segment have been recovered for returned product analysis. The family has requested a response to why this device system failed to deliver therapy.